Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to faulty connectors at interface board. Unable to perform functional test or verify off no power without low battery indicator anomaly due to blank display. The insulin pump received with cracked battery tube threads. The insulin pump received with scratched lcd window.

Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading would not go down. The current blood glucose reading is 157 mg/dl. The blood glucose reading at the time of the event was 589 mg/dl. Customer was weak, felt ill and nauseated. Customer was admitted to ICU. Hospital treated with insulin protocol and IV drip. Customer felt something was wrong, the insulin pump was not turned on. Nothing further reported.